Manufacturer narrative:
Other - hydraulic sub-assembly.

Event description:
It was reported by service report that the cot is leaking hydraulic fluid from the sub assembly. There was pt involvement; however, no adverse consequences are reported.